Manufacturer narrative:
Date rec¿d by MFR: 08aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer has already replaced the central processing unit board and the power management board. The customer reported that the unit is now operational. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that while the customer was loading reports after obtaining code options for the central processing unit (cpu) ,the unit shut down while connected to ac power. There was no patient involvement.